Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) corrected instrument alignments and replaced aspirate probes and aspirate probe tubing. The repairs were verified per established procedures once hardware repairs were complete. The instrument was returned into service once instrument performance was confirmed. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that multiple, higher than expected free thyroxine (ft4) results were generated from an access 2 immunoassay system for an undisclosed number of patients over an undefined period of time. The customer indicated that some slightly elevated free t4 results, above the normal reference range, had been generated on an access 2 immunoassay system for some ''non-thyroid'' patients. The actual initial results had not been provided by the customer. These results had been reported outside of the laboratory and were questioned by physicians. Some of the initial results were repeated, however, it is unknown as to whether there were any issues with result reproducibility. The repeat results had not been supplied by the customer. The customer was not able to define the actual dates of occurrence, or actual ft4 results obtained. There were no reports of death, serious injury or modification to patient treatment associated with this event. The customer has not performed any patient population reference range studies to establish a peer population reference range. The samples were all tiger top, gel-separator tubes and were run from the primary tube. Their appearance was normal without any visible abnormalities. Although ft4 quality control results were recovering within the customer's established specification range, the customer indicated that they were experiencing ft4 system check failures. Data provided by the customer indicated failed calibrations for multiple assays (total t3, testosterone, vitamin b12, thyroperoxidase antibody, and frt4) which failed due to a number of causes including system flags, high imprecision and calibrator consistency issues.